Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states "bd tubing came apart at a seam in a way allowed multiple small bubbles to pass through alaris care fusion large volume pump without alarming air in line. The line was 50% air, but the bubbles were small enough to not trigger alarm. There should be some kind of accumulated air alarm that would trigger after a certain amount of air passes through the pump, not just when large bubbles pass through pump". There was patient involvement, but the outcome is unknown. There is an implied product enhancement request for the device to trigger an alarm if air bubbles, regardless of size accumulate in the line.